Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced ¿false upstream and false downstream occlusion alarm. With no alarm on occlusion¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information: (B)(4). Additional information: the device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it cannot be determined if the upstream and downstream occlusion alarms are true or false. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation and no component could be identified for causality. The device was determined to meet all product specifications related to the reported event. The upstream and downstream occlusion alarms were not verified. Should additional relevant information become available, a supplemental report will be submitted.